Event description:
A report was received that patient's ipg was damaged by the use of an external defibrillator for a non device related medical issue. The physician will replace the ipg and leads, if leads are damaged as well.

Event description:
A report was received that patient's ipg was damaged by the use of an external defibrillator for a non device related medical issue. The physician will replace the ipg and leads, if leads are damaged as well.

Manufacturer narrative:
Additional information was received that the patient has decided that he does not want to be explanted at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-70 serial # (B)(4) description: phase iii linear lead with preloaded enhanced stylet - 70 cm.